Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (bmt) reported to technical support that a 2008t machine was experiencing a low flow error upon going into dialysis mode. The bmt stated when he tried to calibrate the balancing chamber no flow to drain was occurring. There was no patient involvement. Technical support advised the bmt to replace the diaphragm in the balancing chamber. Upon follow up, the bmt replaced valve 34 because it had shorted out and burst. The replacement resolved the reported issue. The machine is back in service. There was no patient involved, no harm or adverse events reported with this incident. The bmt clarified that the valve 34 was charred and cracked but there was no smoke, burning smell, spark, flame or arcing noticed. The machine has not had any past problems with failing the electrical leakage test and no other components were damaged. Additional information was requested, however to date has not been provided.